Event description:
The ethicon endopath ets-flex45 is described as an articulating endoscopic linear cutter 45 mm. In the complaint, it was described as follows: "this apparently has happened previously, but the stapler jaws do not open wide enough to get around the tissue to staple the way it should. Normally, during an appendectomy, one or two of the vascular loads for the stapler are used. During this case, we opened four of the reloads before opening another stapler because it still was not doing the job."